Event description:
It was reported a peritoneal dialysis (pd) patient observed smoke coming from their liberty select cycler during drain 0. The patient initially contacted technical services reporting issues with not being able to drain. During troubleshooting the patient reported a burning smell and smoke coming from the cycler. The patient was advised to discontinue using the machine. A replacement cycler was issued to the patient and the reported machine was scheduled to be picked up and returned to the manufacturer. There was no adverse event, serious injury, nor medical intervention attributed to the use of a fresenius device, drug, or product. The patient indicated they had an alternate treatment option to use in the meantime. Multiple attempts were made to acquire additional information, however, a response was not received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. A post- accelerated stress test (ast) simulated treatment was initiated and completed without failures. The cycler underwent and passed a system air leak test, balloon valve actuation test, heater test, and a voltage check. There were no visual discrepancies observed during the internal inspection. No evidence of burns or smoke found during the internal visual inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported a peritoneal dialysis (pd) patient observed smoke coming from their liberty select cycler during drain 0. The patient initially contacted technical services reporting issues with not being able to drain. During troubleshooting the patient reported a burning smell and smoke coming from the cycler. The patient was advised to discontinue using the machine. A replacement cycler was issued to the patient and the reported machine was scheduled to be picked up and returned to the manufacturer. There was no adverse event, serious injury, nor medical intervention attributed to the use of a fresenius device, drug, or product. The patient indicated they had an alternate treatment option to use in the meantime. Multiple attempts were made to acquire additional information, however, a response was not received.